Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine h3 other text: not returned yet.

Event description:
This was a patient involved event . The device was used by the police in (B)(6) during a sca. The device prompted to shock twice however no shock was delivered on pressing the shock button and the device switched off. A second AED from another first responder was used in substitution and subsequently delivered 2 x shocks.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 11th july 2013. There was no ECG/icg data to review regarding the reported patient involved event on the (B)(6) 2018 as the device memory had become full. The investigation was therefore unable to determine the patient¿s presenting heart rhythm. The sam 300p will abort a ready to shock condition once a non-shockable rhythm is detected, and based on the information available, this appears to have been the case on three occasions. Furthermore, the device was correctly shutdown, by the user, on two occasions during the reported event with a ¿warning memory full¿ audio prompt being issued. The device had been previously used during patient involved events on a number of occasions throughout the period of installation with no apparent issue. The patient involved event prior to this one, on the (B)(6) 2017, did deliver two shocks. These multiple events had resulted in the device memory becoming full on the (B)(6) 2015. The investigation tested the devices¿ ability to deliver the shock therapy sequence and no fault was found. A visual inspection of the pcba identified no abnormalities. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This was a patient involved event . The device was used by the police in (B)(6) during a sca. The device prompted to shock twice however no shock was delivered on pressing the shock button and the device switched off. A second AED from another first responder was used in substitution and subsequently delivered 2 x shocks.